Event description:
It was reported that, after the completion of the surgical procedure, the operator found the coating of the subject guidewire that had chipped into small black granular material on the tip of the insertion tool. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Product code d2b - corrected. Product available to stryker d9 / h3 - corrected. PMA/510(k) or bla # - g4 - corrected . There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates the device was prepared as per the directions for use, it is unknown if there was any damage noted to the packaging prior to opening the packaging, it is unknown if the device was confirmed to be in good condition during preparation/prior to use on the patient and it is unknown if continuous flush set up and maintained throughout the clinical procedure. Flush was given inside the microcatheter at the time when the guidewire was inserted, there was no resistance when the guidewire was taken out of the dispenser hoop and the guidewire was shaped but the degree it was shaped is unknown. There was no friction or resistance felt at the hub. The introducer sheath was used, when inserting the guidewire. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported issue ¿guidewire ptfe coating peeling'.

Event description:
It was reported that, after the completion of the surgical procedure, the operator found the coating of the subject guidewire that had chipped into small black granular material on the tip of the insertion tool. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.